Event description:
It was reported that pump experienced malfunction where screen went dark and would not turn on, with no notable events occurring beforehand and unknown impact to customer¿s blood glucose level because pump was off. No additional information was received regarding the outcome of the event. Customer was instructed by technical support to connect pump to known working power source, unplug and reconnect charger, and wait for startup, but pump did not power on, so technical support arranged pump replacement, and customer planned to use multiple daily injections as backup therapy while also expressing interest in out-of-warranty loaner pump.